Manufacturer narrative:
D4 - even though the report indicates the incident occurred while trialing, not inserting the stem, the part number for the instrumentation was not reported. Instead, the stem part number was reported. Therefore, this report lists the implant part number in d4, not the instrument associated with the bone fracture.

Event description:
During trialing during total hip arthroplasty, a bone fracture of the greater trochanter was discovered that the surgeon reinforced with cable.